Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device manufacturer: franklin lakes. Manufacturing location: (B)(6).

Event description:
Material no.: 305613; batch no.: 8163918. It was reported that before use of the sharps coll chemo 19gal yellow the sharps container was missing a lid. The following information was provided by the initial reporter: details of complaint missing lids for sharps containers.

Manufacturer narrative:
Investigation summary: the actual product nor photo representation was provided. A review of the device history record (DHR) found no manufacturing issued for this reported lot. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. The issue could have occurred during distribution. Based on these findings, our investigation is inconclusive. Bd will continue to monitor for any trends.

Event description:
Material no.: 305613; batch no.: 8163918. It was reported that before use of the sharps coll chemo 19gal yellow the sharps container was missing a lid. The following information was provided by the initial reporter: details of complaint missing lids for sharps containers.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 305613, batch no.: 8163918. It was reported that before use of the sharps coll chemo 19gal yellow the sharps container was missing a lid. The following information was provided by the initial reporter: details of complaint missing lids for sharps containers.